Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The peritonitis was manifested by abdominal pain. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.